Event description:
A pt's wife reported that the machine alarmed and she then said that the cycler was leaking solution from the cassette and cassette door was all wet with solution. There is no sample available for an eval. There is no info of any ill effect.

Manufacturer narrative:
Sample analysis: no product was returned for investigation. Device history record review: the lot is unk. Conclusion: the complaint is unconfirmed.